Event description:
Device was previously seen (B) (6) 2008 for service, and was returned to customer after cardinal health (cah) service performed board upgrades and x-ray inspection. When cah field service team was performing check-in, device was observed to have unregulated flow and was out of specification. Device was not used on a patient, was returned to cah service for evaluation. The field service report of unregulated flow was verified and duplicated during investigation. Prior to performing functional testing the device was inspected as received. The instrument seal was intact, no issues or anomalies were observed. Functional testing for upper occluder pressure, patient side occlusion pressure and rate accuracy was performed; the device's performance was found to be out of specification, and the observation by the field service team that the device exhibited unregulated flow during testing was confirmed. Following testing the device was disassembled and inspected. The device exhibited evidence of fluid ingress on the rear cover and on the bezel. The mechanism frame was removed and all four occluder springs were present and properly installed. The fluid had migrated onto the mechanism pumping fingers and around the upper occluder finger; it appeared to have entered around the bezel membrane. The fluid contamination on the upper occluder finger resulted in the finger sticking in the open position, thus not pinching against the disposable set properly. The root cause for the failure of unregulated flow was fluid ingress into the device. Customer was notified of investigation findings. Device has never been reported in their system as having any infusion rate inaccuracies. Device was routed back to customer through cardinal service; service depot to replace all parts corroded and contaminated by fluid ingress.

Manufacturer narrative:
(B) (4). (B) (4).